Event description:
It was reported that a user experienced hyperglycemia with a pump-reported glucose of 331 mg/dl after a recent supply change, without recent food intake, and received troubleshooting guidance to either change the infusion set if in doubt or wait for correction insulin to take effect; follow-up showed glucose decreased to 246 mg/dl with a downward trend and the user received education on pump algorithms. Investigation included customer interview and troubleshooting. I further investigation of this case revealed no confirmed device malfunction and glucose improvement after algorithm-driven correction. Symptoms included elevated blood glucose. Outcomes included no injury, no hospitalization, and resolution trend with continued monitoring. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia of unclear cause with user education provided. No further clinical intervention is required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.